Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4076 implantable pacing lead, (B)(6) 2007. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing and a loss of capture at maximum outputs. The lead was explanted and replaced. No patient complications have been reported as a result of this event.